Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent elevated blood glucose (bg) levels (specific bg values were not provide) that resulted in diabetic ketoacidosis. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.